Event description:
05r/allura xper fd20/low load fluo. It has been reported to philips that the machine could not turn on. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency treatment got delayed and procedure was completed by moving patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system unable to produce x-ray. Upon functional testing fse found that the cooling unit had oil leakage issue which was causing the reported problem. The fse replaced cooling unit. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.